Event description:
A hospital in (B)(6) reported that an rt105 adult inspiratory heated breathing circuit failed the ventilator leak test. It was also reported that the leak was observed between the water trap bowl and lid.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative method: the complaint rt105 adult breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation. It was visually inspected, pressure tested, and submerged in a water bath to test for leaks. Results: visual inspection revealed that the water trap bowl and lid were damaged. The water trap appeared to have been manipulated using a tool, causing the damage. The pressure test identified a leak, which was found as the connection between the water trap bowl and lid. A lot check revealed no other complaints of this nature for lot number 141030. Conclusion: the rt105 adult breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after it was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions for rt105 adult inspiratory breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarms."